Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on five (5) patient samples that resulted positive on (B)(6) 2021 at 8:17am when using the simplexa covid -19 direct assay. Run analysis of the simplexa results showed five (5) patient samples (B)(6). Based on this information, it is likely the samples were near the limit of detection of the simplexa assay, but the customer's device and patient samples were not returned for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x11379n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing retains were tested on (B)(6) 2021 with eight (8) ntc replicates and zero (0) false positives occurred in either target. No malfunctions occurred. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 2nd complaint on mol4150 lot# x11284n for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on five (5) patient samples that resulted positive when using the simplexa covid -19 direct assay, but resulted negative upon repeat using the same assay lot. The customer confirmed the suspected false positive results were not reported to the diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.